Event description:
It was reported that customer was admitted as an inpatient to a hosp due to diabetic ketoacidosis. Customer came to conclusion that customer was using pump without basal rates which caused them to run high blood glucose.